Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol has been exchanged in a secondary procedure. Clinical reason for explant was iol glistening causing decreased vision. Additional information was received stating that there was no harm to the patient.